Manufacturer narrative:
Used for extended surgical procedure. A review of the manufacturing documentation associated with lot (41670) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5x60 smartflex stent delivery system (sds) had difficulty crossing the lesion but the stent was able to be deployed. However, upon the removal the sds got stuck and an approximately 30mm segment of the sds catheter snapped from the sds and remained in the body. The catheter separated in patient as the device was not recovered. The patient required surgery to bypass cto and remove catheter piece that broke off. Not all was recovered but most was. There was no reported patient injury. The distal superficial femoral artery (sfa) and the popliteal lesions were highly calcified. The vessel level of calcification is severe. The vessel level of tortuosity is none. The vessel level of angulation is mild. The device was being used for treatment of a chronic total occlusion (cto) lesion. A chocolate percutaneous transluminal angioplasty (pta) balloon and a 1.25 non-cordis catheter sheath introducer were also used during the procedure. The device was stored properly according to the instructions for use (IFU). The device was not resterilized. The device was prepped properly according to the IFU. There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. The device was not inserted through a stopcock instead of a hemostatic valve. There was unusual force used during the procedure as it was needed to push to cross the lesion. The device will be return for analysis.

Manufacturer narrative:
. During an unknown procedure, the 5x60 smartflex stent delivery system (sds) had difficulty crossing the lesion but the stent was able to be deployed. Upon the removal the sds got stuck and the device separated leaving a portion in the patient¿s body. The patient required surgery to bypass cto and remove catheter piece that broke off, not all the device was recovered. The distal superficial femoral artery (sfa) and the popliteal lesions are highly calcified. The vessel level of calcification is severe. The vessel level of tortuosity is none. The vessel level of angulation is mild. The device was being used for treatment of a chronic total occlusion (cto) lesion. A chocolate percutaneous transluminal angioplasty (pta) balloon and a 1.25 non-cordis catheter sheath introducer were also used during the procedure. The device was stored properly according to the instructions for use (IFU). The device was not resterilized. The device was prepped properly according to the IFU. There were no anomalies noted during or after the device was prepped. There were no kinks or other damages noted prior to inserting the product into the patient. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed as outlined in the IFU prior to loading on the guidewire. The device was not inserted through a stopcock instead of a hemostatic valve. There was unusual force used during the procedure as it was needed to push to cross the lesion. The device was returned for analysis. Per visual inspection, the device was returned in a plastic bag with the guidewire tubing removed from the stent delivery system. The distal tip of the guidewire tubing was not present with the returned system, all other components of the sds were present aside from the stent, which was deployed successfully. The length of the outer sheath tubing was inspected, various kinks were observed, it is assumed that these were caused by the system getting coiled into the plastic bag for shipment. The pusher shaft was engaged into the y-valve assembly, and the tuohy borst valve was tightened onto it when the system was received. Since there was no distal tip, and the guidewire tubing had been removed from the unit, the pusher shaft could be completely removed from the system after loosening the tuohy borst valve. It was noted that no amount of guidewire tubing protruded from the distal end of the pusher shaft, due to the removal of the tubing from the device. The proximal luer assembly was inspected to determine if it might have caused the guidewire tubing to release from the system. The proximal luer houses the locking ring and proximal end of the pusher shaft, the proximal end of the guidewire tubing is adhered to the inner diameter (ID) of the locking ring. The locking ring and pusher shaft are inserted into the proximal luer and fixed in place with uv-light cured adhesive. All components of the proximal luer were determined to be present and assembled in place. After inspection of the device as it was received, the pusher shaft was removed from the proximal luer assembly by pulling on the pusher shaft with force. With the pusher shaft removed, it was observed that approximately 26mm of guidewire tubing remained intact and attached to the locking ring. The length of guidewire tubing removed from the system prior to arrival at bms was measured: the pieces measured to be approximately 191 mm and 965 mm in length. The total quantity of guidewire tubing, included the removed pieces and the piece which remained attached to the locking ring, measures ~1182 mm. The nominal length of guidewire tubing in a 120 cm system is approximately 1490 mm. Therefore, approximately 30 mm of guidewire tubing was severed during the procedure, as indicated in the event description. Also, the guidewire tubing and peek tubing components of the returned device were inspected to confirm they were within specification. The outer diameter (od) of polyimide guidewire tubing is specified by the customer to be 0.042" +/- 0.005". The guidewire tubing on the returned unit was measured in 3 locations free of kinks, with the following results: 0.0415". 0.0420", 0.0415¿. The guidewire tubing is confirmed to be within specification. Additionally, an unused piece of polyimide tubing of 0.042" od was threaded over a 0.036" mandrel for support and inserted into the peek tubing from the returned system. The guidewire was able to successfully pass through the length of the peek tubing, this confirms that the peek tubing was within specification and its interaction with the guidewire tubing did not cause the failure. A product history record (phr) review of lot 41670 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses- separated - in patient¿ was confirmed. As described in this investigation, all components of the device were present and assembled in place, except for the guidewire tubing, which appears to have been forcefully removed from the device after the procedure, and the distal tip which was part of the section of guidewire tubing that separated during the procedure. Per the instructions for use, which is not intended as a mitigation, ¿when introducing the stent delivery system, ¿if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used.¿ ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. Use caution when crossing a deployed stent with any adjunct device. Prior to stent deployment, remove all slack from the catheter delivery system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.